Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was admitted to the hospital for severe headaches a day after implant. The physician believed the headaches could be related to the anesthesia used during the procedure. The patient received a blood patch. There have been no further reports of complications. Follow up indicated that the patient is working through the programs to receive effective therapy.